Manufacturer narrative:
The device returned with a crack evident to the front of the luer, the distal portion of the crack curved towards the wing of the luer. The balloon folds were expanded and appeared to have been inflated. Blood was visible in the balloon indicating the device was used in the patient. The device failed negative perp. Upon pressurisation of the device liquid was observed exiting the luer, therefore the device failed to maintain pressure. No other deformation was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a sprinter legend rx ptca balloon catheter was intended to be used. No issues were noted when removing the device from the hoop/tray. Negative prep was not performed. The sprinter legend luer was inspected prior to attaching to the inflation device with no issues or cracks noted. It was reported that the luer of the device was cracked when an attempt was made to connect the luer of the sprinter legend to a non-medtronic inflation device. It was reported that the device was not used in the patient, however subsequent information received could not confirm this.